Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visually, the mode button was broken off. Visually, it was fairly worn, rusty on the pedal sides but expected condition. The foot switch was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline and all correct default settings were displayed. The electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. Both ablate and coag modes does not function. The root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device product and lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by an employee via email that during a rotator cuff repair procedure the vapr 3 footswitch did not ablate. They did not know if the failure was with footswitch or the vapr 3 generator. The case was completed by using another generator and the coagulation pedal on this footswitch with no patient harm or delay. The devices are being returned.